Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient lost stimulation. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.